Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was 270 mg/dl and was addressed by the customer resuming insulin and delivering a correction. The customer declined tandem technical support's offer to perform a system check to determine a possible cause of the occlusion. Reportedly, the customer was using apidra insulin and was going to resume using novolog.